Event description:
A caller reported that the pump display was malfunctioning, showing only white lines without any physical cracks, which affected their ability to interact with the device. There was no adverse impact on the customer's blood glucose level. Reportedly, the customer reverted to alternate method of insulin therapy.